Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 20:09:18. During night drain cycle five, the patient's ultrafiltration reading was 1624ml, indicating the home patient drained 1624ml more than their maximum programmed fill volume of 2100ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Mfg date: the manufacturing date of the device was reported to be jul 2013. (B)(4). The device was returned to baxter and the evaluation is complete. This is an ancillary service event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A review of the event history log identified the occurrence of an increased intra-peritoneal volume (iipv) event. A device history record review was performed and revealed no issues that could have caused or contributed to the iipv. Upon conclusion of the investigation, the cause was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an iipv situation." A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.